Event description:
The patient was implanted with elevate device on (B) (6) 2008. Patient experienced urinary incontinence on (B) (6) 2008. Patient had a miniarc sling procedure and the condition was resolved on (B) (6) 2008. No further information provided.